Event description:
Information was received that during use of this smiths medical cadd solis vip pump, the pump experienced inaccuracy volume delivery. No patient injury. No reported adverse effects.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with bubble in the downstream occlusion seal and it has come unglued. Event history log review was performed and found no evidence of reported problem. Visual inspection and user mode testing were performed. The reported "fails accuracy" problem was not duplicated. According to the investigation, the pump test results were all within the published customer spec of +/- 6.0%, with one of two outside the internal spec of +/-3.0%. The investigation reported that there was an error code 46876 in the pump's memory, novram crc error, and this was not entered in the event log indicating it had not happened since 11/2017. According to the investigation the reported problem was caused by the customer's accuracy test setup or procedure was not correctly calibrated. Service will trim the pump expulsor to bring accuracy to normal. The problem source of the reported problem is unknown.

Manufacturer narrative:
Additional information received on 25-mar-2019 indicating the infusion being delivered was continuous life-sustaining chemotherapy and it is unknown if the reported event cause or contribute clinical injury.